Manufacturer narrative:
Zoll service personnel evaluated the thermogard console (B)(4) at the customer's site. The reported complaint that "the thermogard xp ivtm system did not recognize the air trap during the power-on-self-test (post) and continued prompting the 'check air trap' alarm" was confirmed during functional testing. As reported, the customer cleaned/dried the air trap sensor block, but the issue persisted. Investigation determined that the root cause of the reported complaint was the defective air trap sensor block, caused by an overflow of saline into the air trap chamber, likely attributed to user mishandling. During visual inspection, there was no physical damage observed on the thermogard console. The event log review showed no significant discrepancies. The initial functional testing failed as the thermogard system could not recognize the air trap; thus, confirming the reported complaint. The defective air trap sensor block was replaced to remedy the fault. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the thermogard console with serial number (B)(4).

Event description:
During device setup for ivtm therapy, the thermogard xp ivtm system (B)(4) did not recognize the air trap during the power-on-self-test (post). The thermogard console continued prompting the "check air trap" alarm. The customer cleaned the air trap sensor block; however, the issue persisted. The customer switched to another thermogard console to initiate and complete the patient's treatment. The amount of time spent troubleshooting the issue and getting the second thermogard console to treat the patient is unknown. No consequences or impact to the patient.